Event description:
It was reported that the lead, which had been capped 16 years earlier and was therefore non-functional, was extracted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead, which had been capped 16 years earlier and was therefore non-functional, was extracted during device changeout. No patient complications were reported as a result of this event.